Event description:
It was reported that the epiq cvx ultrasound system was not available during a critical procedure. The system did not broadcast imaging to a monitor during a mitral transcatheter edge-to-edge repair procedure, due to a connection issue. The user changed to another ultrasound system to continue the procedure. There was no patient or user harm associated with this event. The philips service engineer was unable to reproduce the issue but replaced the rear I/o pcba as a precautionary measure to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.